Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted on (B)(6) 2014 and 505da20 mechanical valve, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that they received a remote transmission and there is a rvtip to rvcoil lead impedance warning for the right ventricular lead due to low pacing impedances. It was noted that this happens all the time. Additionally, it was noted that the rvcoil impedances are always been low but within normal limits but have been variable. The rv lead impedance alerts were deactivated and the rv lead remains in use. No patient complications have been reported as a result of this event.